Event description:
It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The noise is sometimes very large in amplitude/railing. The patient has a history of an open-heart surgery. Technical services reviewed and discussed some testing and programming options. There is a concern that the electrode is touching the patient's external wires. Office testing was unable to reproduce the noise. The doctor suspects the electrode is fractured. The doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the system stored false atrial fibrillation episodes due to oversensing of non-physiologic noise. The noise is sometimes very large in amplitude/railing. The patient has a history of an open-heart surgery. Technical services reviewed and discussed some testing and programming options. There is a concern that the electrode is touching the patient's external wires. Office testing was unable to reproduce the noise. There may be an x-ray done in the future. There were no adverse patient effects. The system remains implanted.